Event description:
Reporter indicated that vns pt experienced an increse in seizures activity along with headache and anorexia when programmed output current was titrated to 3.5ma. Output current was subsequently reduced to 0.50ma, after which the pt's appetite and alertness improved but there was no reduction in seizure frequency below pre-vns baseline. It was reported that after vns implanted, the pt's seizures continued for one year without change. There was then a 50% decrease in the frequency of astatic episodes. After three years, the seizures abrupty disappeared without any further change in drug therapy or stimulation intensity. Investigation to date has been unable to determine the cause of the reported increased in seizure frequency.